Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and the plug deployment button did not release the plug. There was no reported patient injury. The device was used after a cerebral angiogram. The exoseal vcd was used in a retrograde interventional procedure. The device was stored and prepared according to the IFU, and the physician had achieved certification for its use. No visible signs of damage were noted on the device or packaging prior to use. A 5f non-cordis sheath was used. Regarding the femoral puncture site, angiography confirmed the femoral artery¿s suitability, including a proper insertion angle (30-45 degrees), and the vessel diameter was verified to be =5 mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no nearby stents, and no stenosis >50%. The site had not been closed with any closure device or manual compression within the previous 30 days and showed no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button. The indicator window did not show any red color. Upon device removal, the indicator wire loop was deployed and visible, with no anomalies observed. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and the plug deployment button did not release the plug. There was no reported patient injury. The device was used after a cerebral angiogram. The exoseal vcd was used in a retrograde interventional procedure. The device was stored and prepared according to the IFU, and the physician had achieved certification for its use. No visible signs of damage were noted on the device or packaging prior to use. A 5f non-cordis sheath was used. Regarding the femoral puncture site, angiography confirmed the femoral artery¿s suitability, including a proper insertion angle (30-45 degrees), and the vessel diameter was verified to be =5 mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no nearby stents, and no stenosis >50%. The site had not been closed with any closure device or manual compression within the previous 30 days and showed no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button. The indicator window did not show any red color. Upon device removal, the indicator wire loop was deployed and visible, with no anomalies observed. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button was not received for evaluation, and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and bleed back port is at the undeployed position. The indicator window was received on white/black position and the cowling guard was found unlocked; the device is blood saturated. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath. The device was saturated with blood. No other anomalies were observed during the visual analysis. The functional analysis could not be performed since the deployment button was not received for evaluation. However, the lockout plate was manually moved with care to achieve the three stages of the indicator window, with no damage observed on the indicator window. Additionally, the cowling guard was fully depressed, and no resistance or friction was felt during this process. The device case was opened, and the internal mechanism was inspected using a vision system to magnify the image. The internal mechanism was assembled correctly, but the device was saturated with blood. Additionally, since the button was not returned for evaluation, amplified images were captured near the lever assembly, revealing plastic damage on the handle. The damage on the handle exhibits a specific direction, seemingly aligned with the force applied while attempting to press the button. This suggests that excessive force, likely applied downward in the direction of the handle, may have caused both the disengagement of the button from the lever assembly and the observed damage to the lever mechanism. No other anomalies were noted. Based on the information available and product analysis, the reported event of ¿indicator window no change to indicator¿ was not observed. It was observed that the deployment button was not returned with the device. The evaluation was conducted through visual, functional, and microscopic analysis. Manual verification of the lockout plate was performed, successfully achieving all three stages of the indicator window without any visible damage. Microscopic analysis revealed plastic damage on the handle, particularly in the lever assembly. This damage suggests that excessive force, applied in a downward direction, may have caused both the button¿s disengagement and the observed damage to the lever mechanism. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The analysis results suggest that the failure experienced by the customer could not be related to the manufacturing process. No actions will be taken at this time.